Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter and an irrigation issue occurred in which the device was used on the patient. The ablation catheter was operating just fine. The physician took it out of the body and put in a different catheter. In between the time it was out of the body, the catheter clotted off. They tried to flush the catheter multiple times and it was not able to be flushed. They tried flushing it with syringes without resolution. The catheter was replaced and the procedure continued. There was no patient consequence reported. Additional information was received on 27-feb-2024. The suspected device for the reported flow / irrigation issue was the qdot micro catheter. The issue was noted only after mapping the right atrium. No ablation was performed with this catheter. No error was noted on the irrigation pump. The pump would come on to flush the catheter outside the body and then stop on its own. Attempts to flush with the pump failed. Also attempts to flush the catheter with 20cc syringe manually were attempted and failed as well. They then replaced the catheter. No high temperatures were recognized, because they did not get to the point of ablating. No obvious char/coagulum/thrombus/clot noted visibly on catheter. The system did not present any error messages nor did the physician / user see any product problem. All data presented as normal values when catheter was placed in the right atrium. The patient was anticoagulated, physician makes sure patient is anticoagulated with an act appropriate per the instructions for use (IFU) prior to mapping with qdot micro catheter. The patient did not exhibit any neurological symptoms since the procedure was completed as nothing has been reported.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. The ablation catheter was operating just fine. The physician took it out of the body and put in a different catheter. In between the time it was out of the body, the catheter clotted off. They tried to flush the catheter multiple times and it was not able to be flushed. They tried flushing it with syringes without resolution. The catheter was replaced and the procedure continued. There was no patient consequence reported. The device evaluation was completed on 03-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).